Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 29 mmol/l. The customer stated that they were jogging and received no error alarms about the high blood glucose. The customer was very dissatisfied because the needle came out of the body a couple of times while in use. The pump will be sent back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.